Manufacturer narrative:
A customer reported that their AED will not power on, and is flashing red. Troubleshooting of the AED with the customer did not identified the issue with the AED. The tech support advised to replace the AED and battery then reviewed proper maintenance. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED will not power on, and is flashing red. They reported that this did not occur during patient use.